Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture was relatively planar and perpendicular to the stem. It was noted that t here was an obvious bend to the tool and a fragment was missing. On follow-up it was confirmed that no additional actions were taken. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that a tool broke during a procedure. It was noted that there was no patient impact. On follow-up it was confirmed that no additional actions were taken.